Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a hemicolectomy left procedure, the blade was broken. It could be removed. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.